Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporting address line 1: plot no. 6, mla colony, road no. 12. Analysis was performed remote service personnel which included troubleshooting with the customer and confirming the reported issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a faulty speaker. The issue was resolved by ordering a replacement speaker to be sent to the customer.

Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating that there was a speaker malfunction error and there was no audible sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.